Event description:
Pt revised for pain, no implants were removed, visual inspection only.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.